Event description:
It has been reported to philips that the allura xper fd20 system hard drives were broken. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that hard drives are broken. Upon some functional tests the fse found that the cause of the reported problem was malfunction of ippc image disks. The fse image disk, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.